Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of high intraocular pressure, uveitis, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a xen 45 gel stent was implanted and there were no surgical problems with the xen procedure and ovd was used in the bleb. Patient had uveitis bilateral post-op following trab in the other eye. Several months later, the xen became exposed and was sutured back down and sutured conjunctiva. Post op of this, the iop was noted to be 20mmhg.